Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, poor image quality was observed with the scope. The repair was declined and the device was not restored to the specifications. The system was replaced to the customer. Faulty parts of the device would have caused the device to give poor image quality and this could have in turn caused the customer to experience the reported problem, however, a definite root cause cannot be determined with the available information. A manufacturing record evaluation was performed for the finished device serial number ( (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the scope did not work preoperatively to an unknown surgery on an unknown date. During in-house engineering evaluation, poor image quality was observed with the scope. There were no patient consequences reported. No additional information was provided.